Manufacturer narrative:
Initial report sent: 11/06/2007.

Event description:
Procedure type: proctectomy. Patient gender: male: according to the reporter: the shaft of the balloon disengaged during inflation of the balloon. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.